Event description:
On (B)(6) 2025, the customer alleged to medela llc that the suction had deteriorated with their freestyle hands free breast pump. The customer also alleged they developed mastitis and received medical attention in the ER.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer and the pump was not responding. When trying to increase the suction level, both membranes did not move. The customer was sent a pump and parts, and a request was made to return her pump and parts to medela. In follow up with a complaint handler on (B)(6) 2025, the customer indicated that they developed mastitis on (B)(6) 2025 and was prescribed an antibiotic. They indicated that they have not tried replacement pump and their mastitis was resolved. The device was tested in the medela lab by quality and passed all suction and cycle specifications. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.